Manufacturer narrative:
The unintended stimulation/new pain questionnaire was completed by quality with limited information.  Potential causes of increased pain are migration, improper simulation parameters, improper placement during surgery, patient contraindicating conditions, and interference from a non-stimwave device. The stimulator is used to treat pain.  The cause of the reported issue is unknown.  Therefore, conclusion has been selected as no problem/fault found. CAPA-2023-0001 was initiated to investigate and remediate the noncompliance to company reporting procedures.

Event description:
The patient reported increased pain when the stimulator is in use. Additional information was not provided.